Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that following multiple surgeries where the device was placed into surgery mode, the patient's ipg became unable to communicate with external devices.

Event description:
Additional information indicates troubleshooting was able to resolve the issue. The device is providing therapy.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.